Event description:
Report received of an overdelivery of normal saline. It was reported that at 0600, the pump was programmed to deliver 1000ml of normal saline at a rate 100ml/hr. At 0900, it was noted that 900ml of normal saline had infused. There was no reported audible alarm. The patient experienced bilateral rales, and was treated with an unspecified dose of lasix. There were no reported adverse patient sequelae. The customer contact indicated the patient is in "stable, good condition." Though requested, no additional information was provided.